Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had open heart surgery and since that time all impedances have decreased and the patient has been in atrial fibrillation. Prior to the surgery the atrial thresholds were noted to have increased. A lead revision is being considered, but at this time the lead remains in use. No further patient complications have been reported as a result of this event.